Manufacturer narrative:
There was no functional testing done. The device was not returned for evaluation. The cause of the reported problem was not confirmed. H3 other text : device not returned for evaluation.

Manufacturer narrative:
Data correction to device identifier.

Manufacturer narrative:
Philips is in the process of obtaining additional information and the complaint is still under investigation. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported the alarms do not work. The device was in use on a patient. There was no report of patient or user harm.